Event description:
Lead noise, variable capture, and low impedance. Lead being considered for revision.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.